Manufacturer narrative:
The customer was shipped a replacement purely yours ultra breast pump on (B)(6) 2015.the used pump was returned to ameda, inc. On (B)(4) 2015 and is currently being evaluated. A supplemental report will be filed when investigation is complete.

Event description:
Customer contacted ameda, inc. On (B)(4) 2015 to report a small amount of white smoke emitted from the purely yours ultra breast pump ac adapter port this morning as she was preparing to pump. Customer reports the ac adapter was plugged into an electrical socket at home and she was placing the end of the adapter into the port of the motor base when she noted smoke coming from the port. Customer denies any injury, burn or property damage.

Manufacturer narrative:
Upon ameda engineering investigation, the circuit board was found to have been defective and damaged. A scar has been issued to the circuit board manufacturer for soldering issues on the py pumps.